Manufacturer narrative:
(B)(4). D10: metasulâ® duromâ®, component for acetabulum, #item: 0100214054, #lot: 2367255; unknown head, unknown #item, unknown #lot; unknown stem, unknown #item, unknown #lot. Therapy date: (B)(6) 2013. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 6 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
Follow up report (B)(4). Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event.